Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a correct lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service and repair history has been attempted/requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported by a sales rep that breakage of the reported plates were detected at the planned removed surgery detailed as follow; a patient with prognathism had been implanted the reported two plates on previous unknown date. The removal surgery took place on (B)(6) 2015 and both of the plates were broken at these offset portion. As the surgeon would like to show the plates for explanation to the patient, the materials were to be obtained when available, no information about correct article/lot numbers, implant date and clinical information. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). (B)(6). DHR review ¿ article is 04.511.924s and lot is 8593761. Manufacturing location:(B)(4). Manufacturing date:9 september 2013. Expiry date:1 august 2023. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.